Manufacturer narrative:
Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a patient source interferent for the samples received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Beckman coulter adds specific interference eliminating proteins into the accutni reagent to minimize such interferences. However, in some rare cases, patient specific interference can still occur in most immunoassays. The limitation statement in the beckman coulter product insert states: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interferes with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies.

Event description:
The customer reported erroneously elevated troponin I (access accutni ) results, above the acute myocardial infarction (ami) limit, for one patient, involving access 2 immunoassay system. Three patient samples produced results that were discordant to an alternate methodology which produced lower initial results, within the normal reference interval. The customer was advised to perform a 1:10 dilution of the sample which produced a result of 2.22 ng/ml. The customer was also advised to perform a serial dilution but did not have enough patient samples. The erroneous results were released out of the laboratory, and the cardiologist sent the patient to the cardiac catheterization laboratory. There has been no report of current patient outcome. The customer stated quality control (qc) was performed in the morning and in the evening on the day of the event and was within the laboratory's established specifications.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The patient samples were collected in the emergency room (ER) in plasma, non-gel separator tubes. The first two samples were centrifuged at 4,000 rpm (revolutions per minute) for ten minutes. The third sample was centrifuged in a stat spin. The customer also reanalyzed samples that had been poured off, re-centrifuged, and placed in 0.5 ml sample cups. The customer stated all three samples were in good quality. The customer-supplied data shows all levels of quality control (qc) performed within 1-2 standard deviation (sd) of the laboratory's established ranges. The supplied troponin I calibration, performed on (B)(6) 2012, shows all levels of calibration passed within acceptable percent coefficient of variation (cv). A routine system check, performed on (B)(6) 2012, passed within instrument specifications.